Event description:
It was reported that the 9600 system had an iris pot error message at boot up. Also the c-arm rotation lock was stuck. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.